Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided information was completed by a clinician and indicates the following: in this case no correlation between any specific device property and infection can be established. Patient had no known risk factors present for infection but mainly bad luck to sustain an infectious complication of the knee arthroplasty. Early intervention was adequate although there is no info on further outcome or whether infection is really under control. As such, this pi case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: a review of the provided information was completed by a clinician and indicates the following: infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. The procedure performed with irrigation and debridement plus liner exchange is a standard first choice approach for infectious complications of an arthroplasty. As such, this pi case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Incision and drainage with poly exchange, left tk, due to infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Incision and drainage with poly exchange, left tk, due to infection.